Event description:
It was reported the device failed to pass self-test. There is no patient involvement.

Manufacturer narrative:
The philips service asked for additional information but no response from customer except that the device was back in customer use. The reported problem was not confirmed by philips. Upon conclusion of the evaluation, no response from customer except that the device was back in customer use. The reported problem was not confirmed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint fie will be reopened.